Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit e1: (initial reporter) (B)(6). Nurse called requesting assistance for a gas loss alarm that had alarmed a few times throughout night shift and another time approximately one hour prior to calling the clinical line. She had troubleshot this by pressing the iab fill key, which resolved the alarm. She verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. She reported the balloon catheter was an axillary insertion and that the patient was repositioning and walking frequently. Axillary disclaimer provided. Esp team reviewed the nature of the alarm and the proper troubleshooting steps and stated the gas loss alarm was likely triggered by the above clinical factor. Esp team provided my direct phone number and asked her to call me directly should the alarm go off two to three times in one hour despite pressing the iab fill key. No patient harm or injury reported.